Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33 ,lot# va1br8y, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received regarding a patient implanted with a neurostimulator. Manufacturer representative reported the patient had an infection and was explanted. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.